Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had scale marking issues. The following was reported, "health professional called to report that in response to the 3ml 309657 recall they performed a test on their other lots of this syringe and found that lot #8306762 measured 0.1ml less than the other lots. She attributed this to the scale markings being off or drawing up less. Only happened to 1 syringe so far but they will perform further testing."

Manufacturer narrative:
Investigation: seven open packages with 3ml syringes inside were received and visually evaluated. The packages were from batch #8306762 (p/n 309657). The scale markings were correctly printed on all of the 7 samples with no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The 7 syringes were tested for volumetric accuracy in accordance with iso:7886-1. All 7 syringes passed and were found to be well within the specification¿s acceptable range for volumetric accuracy. The reported defect was not identified in the samples received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had scale marking issues. The following was reported, "health professional called to report that in response to the 3ml 309657 recall they performed a test on their other lots of this syringe and found that lot #8306762 measured 0.1ml less than the other lots. She attributed this to the scale markings being off or drawing up less. Only happened to 1 syringe so far but they will perform further testing."